Manufacturer narrative:
(B)(4). Date sent: 3/6/2026. D4 batch #: unknown. Additional information was obtained: please note that hcp was about to start the cis (lap appendectomy) but the megen1 underwent issue (biopolar mode started working on its own without any energy delivery). The hcp wasn¿t able to use the machine for energy delivery for his case. The case was performed with other company energy machine. There¿s no patient involvement found within this device. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the megen1 machine not working properly. No clinic consequence like infection or inflammation.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2026. Corrected data: h6 medical device problem code. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.